Event description:
A malfunction alarm identified as "malf 12" was reported, but there was no adverse impact on the customer's blood glucose level. Technical support provided guidance for resetting the pump, and the customer successfully reset it, with the malfunction not recurring afterward. The customer continued to use the pump for insulin therapy.